Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, receiver ceases to function occurred. No additional patient or event information is available.the receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues related to the complaint were observed in the course of the log review. A global receiver functional test was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for further evaluation. An interior visual inspection was performed and failed. The reported event receiver ceases to function was confirmed. The probable cause of this issue was assembly error causing contaminated u1 lcd.